Event description:
A lead extraction procedure commenced (extraction indication and lead information unk). During prophylactic staging of a spectranetics bridge occluding balloon device to be used in the event of an emergency, it was discovered the balloon would not advance over the guide wire. A new bridge balloon advanced over the guide wire with success prior to the case. No patient injury reported. This report captures the bridge that was unable to advance over the guide wire; potential for harm if it was to recur in the event of an emergency.

Manufacturer narrative:
Patient's date of birth, age: unk. Patient's gender: unk. Patient's weight: unk. Patient's ethnicity/race: unk. Relevant tests/laboratory data: unk. Other relevant history: unk. Device lot number and expiration date: unk. Concomitant devices: unk. The device was discarded, thus the reported failure could not be established. Device manufacture date: unk because lot number: unk. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.